Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm replace battery now. Customer's blood glucose at time of incident was unknown. The customer stated that the pump switch off totally and a placed a new battery, still not possible to restart the pump. The customer stated that the display flashes white and black. The customer was advised to return insulin pump for analysis and we will send replacement.

Manufacturer narrative:
After battery installation pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. We were unable to perform functional testing including self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test, or verify replace battery now alarm due to display anomaly. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.